Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked display window, minor scratches on the display window, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
It was reported that the insulin pump had crack on the case. Crack was also seen on the display. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.